Manufacturer narrative:
The device is expected to be returned for analysis, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the anchors broke off the top- the office was unable to recall which side. No data provided when the patient started using the appliance. The patient reported on (B)(6) 2025 that the anchor on the side of the appliance broke off , no date on when the patient stopped using the appliance. No adverse consequence was reported.

Manufacturer narrative:
The device was not returned for analysis, a non-visual investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4). Correction: d4 serial number, d9, h6 code e and f.